Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1210 , s/n # (B)(6), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1210) perceval heart valve at the time of manufacture and release. Since the device was not returned, no further investigation is possible at this time. As such, a definitive root cause for the reported event cannot be established at this time. However, based on the document review performed, no manufacturing deficits were identified. It should be noted that endocarditis is listed as a potential adverse event in the perceval IFU. The event is, therefore, a known inherent risk of the device. The manufacturer has attempted to retrieve additional information on this event, but no further details have been received to date. The manufacturer will revisit this event should additional information be received and provide an update to this reporting activity.

Event description:
The manufacturer was informed that a perceval valve pvs25 was explanted on (B)(6) 2020 due to valve endocarditis. The pvs device was replaced with other biological valve. The implant date of the pvs25 is presently unknown. No further information is provided at this time.